Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
- This event was reported to hamilton medical ag as, ventilator device alarmed. - this occurrence was noticed during patient ventilation. - an intermittent alarm was observable both visually (error code / light alert) and through hearing. A yellow lamp alert and te 246003 (talls_fanerror). - the device log files (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during patient ventilation. - an intermittent alarm was observable both visually (error code / light alert) and through hearing. A yellow lamp alert and te 246003 (talls_fanerror). The device log files (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - investigation outcome: a detailed investigation was performed by an expert from the technical service: the investigation of this case has confirmed that the root cause of the malfunction was a defective fan 12v (part no. Msp161531). The technician on site replaced the defective fan and the ventilator functioned as intended again. Therefore, the root cause as indicated above was confirmed. This occurrence happened during patient ventilation but there was no need for any medical intervention reported. There was no delay in treatment nor harm to the patient, user or third party. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed. - this occurrence was noticed during patient ventilation. - an intermittent alarm was observable both visually (error code / light alert) and through hearing. A yellow lamp alert and te 246003 (talls_fanerror). - the device log files (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation of this case has confirmed that the root cause of the malfunction was a defective fan 12v (part no. Msp161531). The technician on site replaced the defective fan and the ventilator functioned as intended again. Therefore, the root cause as indicated above was confirmed. This occurrence happened during patient ventilation but there was no need for any medical intervention reported. There was no delay in treatment nor harm to the patient, user or third party.